Event description:
Boston scientific received information that this device was explanted for normal battery deplaetion with no allegations from the field. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.